Event description:
High right ventricular threshold. Over time, rv threshold rose from 1v to 2.5v via right ventricular cardiomyocyte. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).